Event description:
It was reported that air embolism and st elevation occurred. The target lesion was located in the fatty fibrotic plaque with a little bit of calcium throughout the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was not consistent, and the physician kept getting dark images. After a slight pressure on the syringe, a perfect image did show. However, during pullback, the image was lost again, and micro air bubbles occurred which caused st elevation. Another opticross hd imaging catheter was opened, but the same issue happened. The procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered.

Event description:
It was reported that air embolism and st elevation occurred. The target lesion was located in the fatty fibrotic plaque with a little bit of calcium throughout the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was not consistent, and the physician kept getting dark images. After a slight pressure on the syringe, a perfect image did show. However, during pullback, the image was lost again, and micro air bubbles occurred which caused st elevation. Another opticross hd imaging catheter was opened, but the same issue happened. The procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device which appeared to be in good condition. Impedance testing showed an electrical open at the distal waveform. The transducer level impedance test could not be performed due to the condition of the device. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray analysis, no discernible defect could be seen.